Event description:
It was reported that the battery of this pacemaker went from two years of longevity to one year of longevity remaining in a span of seven months. Boston scientific technical services (ts) discussed that the programming can create battery drain on the device and may make it decrease quicker than expected. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.